Event description:
It was reported that during the pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. When a non-boston scientific mapping catheter was inserted into the faradrive and pre-mapping was performed before pulse field ablation, blood leak has occurred from the hemostasis valve, so the catheter was removed and a reverse blood flow was pulled out, and the sheath was replaced. After the replacement of sheath, the same catheter was inserted, and the procedure was continued without leak or bubble with the original faradrive sheath. No patient complications were reported. The sheath is expected to be returned for analysis. A pressurized bag was used for the irrigation of sheath. During the leak, a pool of blood was formed on the covering cloth with a radius of about 10 cm. No air was seen in the sheath. The sheath was replaced to stop the bleeding. The physician sutured the insertion site as usual after the procedure and finished the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. When a non-boston scientific mapping catheter was inserted into the faradrive and pre-mapping was performed before pulse field ablation, blood leak has occurred from the hemostasis valve, so the catheter was removed and a reverse blood flow was pulled out, and the sheath was replaced. After the replacement of sheath, the same catheter was inserted, and the procedure was continued without leak or bubble with the original faradrive sheath. No patient complications were reported. The sheath was returned for analysis. A pressurized bag was used for the irrigation of sheath. During the leak, a pool of blood was formed on the covering cloth with a radius of about 10 cm. No air was seen in the sheath. The sheath was replaced to stop the bleeding. The physician sutured the insertion site as usual after the procedure and finished the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.